Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qwh3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported shocking and uncomfortable stimulation. The patient had surgery on (B)(6) 2015 and had bladder pain and electric shock since. The patient had turned off the implant. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
The manufacturing representative reported that the patient's surgery was a hysterectomy. The patient had pain following the surgery but the rep was unaware of the shocking. The patient was reportedly very active and when she met with the doctor the doctor took x ray s and decided to replace the lead and implantable neurostimulator. The rep was not made aware of the reason for replacement. The issues resolved after the replacement to the best of the manufacturing representatives knowledge.

Manufacturer narrative:
Correction: the date for the supplemental information reported in MDR 3004209178-2015-22676 should have been (B)(6) 2016 (not (B)(6) 2015).